Event description:
It was reported that the patient presented to the emergency department (ed) complaining of chest pain. The right ventricular (rv) lead was found to have perforated the ventricle, and a loss of capture was seen in bipolar configuration at maximum output. A significant increase in thresholds were also seen. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed) and blood was found in/on the helix/lobe mechanism. The outer insulation was breached cut and exhibited cosmetic environmental stress cracking (esc). Apparent explant damage was noted.